Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported delamination of the surgical strips ((B)(4)) during procedure. The nurse managed to retrieve all the piece that came off. However, this caused an impact in the management of the patient because it was impossible to use thin pieces (they swelled up too much once put in the saline and they split: delaminate). The event led to 15 minutes surgical delay, with no patient impact.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h10 . Patties were returned for evaluation: DHR - there is no indication that the production process may have contributed to this complaint. All test results passed procedural specifications. Failure analysis - the pattie/strip unit was inspected using the unaided eye. The analyst noted that the strip was modified by cutting, which is a violation of the IFU (the IFU states to not cut or modify the size of the pattie/strip). The remainder of the strips did not show any signs of delamination. The complaint could not be verified through failure analysis. Per the complaint background, patties delaminate. The root cause is undetermined and was unable to be confirmed in the complaint evaluation. A device history record (DHR) review and trending were performed as part of the evaluation. Proper finished goods testing was performed prior to release as indicated in the DHR. Product was received for analysis and the investigation could not confirm the complaint. The risk remains acceptable per the risk analysis. Even though the complaint could not be confirmed through failure analysis investigation, the root cause of pattie delamination is being investigated under a corrective and preventive action (CAPA).

Event description:
N/a